Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. The february 2008 15-month jagtome rx sphincterotome product family complaint trend report; inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family.

Event description:
A hydratome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unk) in 2008. According to the complainant, "the cut wire broke off during manipulation of the device through the duct. The cut wire fell off inside the pt inside the small intestines and the physician pulled it out with forceps [manufacturer unk]." The procedure was completed with a second hydratome rx sphincterotome. No pt complications were reported as a result of this event and the pt's condition was reported as "fine" following the procedure.